Event description:
During a davinci robotic case, the laparoscopic cautery cord caught fire. The surgical assistant saw the cautery cord catch fire and the nurse removed the cord from cautery unit. Once the cautery cord plug was removed from the unit, the fire went out. The fire did not spread beyond the cord.